Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): the patient was in the office on (B)(6) 2023 and complained of nerve-type pain when it increased. The patient reports that the amount of urine drained is greater than usual. Possibility that the stimulator is no longer working adequately. Notes state that they should have their batteries checked and reprogrammed. On (B)(6) 2023 saw rep; was told rep pain was no longer there. Device functioning properly. They reported that urinary symptoms had improved by >50%. In office (B)(6) 2023; no urinary complaints. It was stated that this was probably related to programming/stimulation due to programming specify final programming date and time for the most recent interrogation prior to the event: (B)(6) 2022. Resolved without sequelae (B)(6) 2023 additional information was reported, and it was stated that the patient was in the office on (B)(6) 2023; after having recent urethral dilation, and is able to empty better but continues to have urinary symptomatology. The patient had increased stimulation, but it did not give them relief; they only got leg pain. A decision was made to move forward with the removal and replacement of the axonics system. They continued to have urinary symptoms. Increased stimulation does not give relief but rather causes leg pain. On (B)(6) 2023, it was stated that this was probably related to the device or therapy and not related to programming, implant procedures, or electrode contact explanted/not replaced components.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in office 9/12/23. Subject relates she is having pain where interstim battery is located. She relates weight loss and this could possibly be contributing to pain. Examination showed no sign of infections, dehiscence or migration of battery. Note states she most likely will need a new battery that is smaller in the near future. It stated that it was causal relationship to the device or therapy.